Manufacturer narrative:
Manufacturer narrative: the iom tech called to report that sharon called because the mee-2000 is intermittently shutting down. An error message of "an unexpected error has occurred during communication with the pc and the main unit" then the dc-200 main unit which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable. The event logs have been sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. When we insert and remove the general-purpose network connection to lan port on the pc mother board during the inspection, communication with main unit lost contact in rare cases and phenomenon of automatic reboot was confirmed. Through trouble shooting, the cause was determined to be defect of pc or lan card.

Manufacturer narrative:
The iom tech called to report that (B)(6) called because the mee-2000 is intermittently shutting down. An error message of "an unexpected error has occured during communication with the pc and the main unit" then the dc-200 main unit which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable. The event logs will be sent to nihon kohden for evaluation. The unit was in use on patients at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The iom tech called to report that (B)(6) called because the mee-2000 is intermittently shutting down. An error message of "an unexpected error has occured during communication with the pc and the main unit" then the dc-200 main unit which has the stimming controls, becomes disconnected from the mee-2000 pc system which is used for evoked potentials, eegs, and emgs. The mee-2000a software needs to be restarted for the device to be operable.